Event description:
It was reported that signal loss occurred. It was indicated that the patient used an expired product, which is misuse of the device. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).